Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. Based on the information provided the most likely root caused due to patient condition. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): MDR: 9610905-2019-00195; 9610905-2019-00196; 9610905-2019-00197.

Event description:
It was reported that product was removed due to patient condition.